Event description:
It was reported that a balloon rupture occurred. During percutaneous coronary intervention (pci). A 10/3.00 flextome¿ cutting balloon¿ was used to treat the target lesion. It was noted that the balloon ruptured on the 1st inflation. The atmospheric pressure at the time of ruptured is unknown but it was below nominal pressure level. The procedure was complete with another of the same device. No patient complications were reported and patient's condition is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).